Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a clinical study reported the patient's baseline weight (B)(6) lbs. It was noted the cause of the catheter dislodgement/migration was not determined. The existing catheter was just reposition and a new connecting pin was used.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a clinical study updated the clinical diagnosis to new burning sensation throughout torso following personal therapy manager (ptm) activations and then the clinical diagnosis was then again updated to possible inflammatory mass at t11-t9 at catheter tip. The etiology of the event indicated the relationship of the event to the device or therapy was related, indicated the relationship of the event to the implant procedure was not related, and was related to drug (hydromorphone, clonidine, baclofen and bupivacaine). There was no change in the drug that caused the event. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a clinical study reported the plan was to avoid filling the pump with opioid. On 2017 (B)(6), the symptoms associated with the inflammatory mass resolved and on 2017 (B)(6) the numbness in the patient's chest resolved. On 2017 (B)(6) positive flow from the catheter was observed and the issue resolved without sequelae. No further complications were reported/anticipated.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2016, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient receiving hydromorphone (4.0 mg/ml at 1.7999 mg/day), bupivacaine (10.0 mg/ml at 4.500 mg/day), baclofen (300.0 mcg/ml at 134.99 mcg/day) and clonidine (500.0 mcg/ml at 224.99 mcg/day) via an implantable infusion pump. The indication for use was noted as malignant pain and cancer pain. It was reported the patient reported a burning sensation throughout her torso following personal therapy manager (ptm) activations. The patient had previously stopped utilizing the ptm secondary to these side effects. A CT scan dated (B)(6) 2017 was reviewed and it revealed the catheter tip at t5 (implanted at t9). The provider stated that the symptoms could be related to the catheter migration and they planned to revise the catheter. On (B)(6) 2017 new catheter placement was abandoned following several attempts without cerebrospinal fluid (csf) returning through the needle despite adequate appearing placement on fluoroscopy. An inflammatory mass (im) was suspected at t11-t9. The existing catheter was reconnected with a new connecting pin and anchored to the spinal fascia. No further intervention was planned with the catheter. The pump was refilled with normal saline (1ml/day) after aspirating the remaining medication. The burning sensation did begin to decrease following therapy suspension (saline) secondary to suspected im. The outcome was ongoing.